Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the entire system was not booting up. Upon troubleshooting, fse found that the mpdu breaker in the main cabinet had tripped, the fuse and the lan communication cable between the geo ipc were damaged due to power failure in the drive system control pc (geo ipc). To resolve the issue, fse replaced the fuse, drive system control pc (geo ipc) and lan cable between the drive system control pc and the lan communication hub. Fse downloaded the geo ipc software. The defective geo ipc was returned to philips for failure analysis and the cause of the geo ipc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo ipc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.